Manufacturer narrative:
Being investigated. Additional info requested. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report.

Event description:
The physician claims that during a procedure in 2009, the graft leaked from three points (subclavian artery, common carotid artery, and brachiocephalic trunk) from what appeared to be pinhole leakage. The amount of blood leakage has not been quantified at this time. The physician used a hemostatic agent (tacho-comp) to stop the bleeding. It was reported that there was no injury to the pt and that the pt was not endangered due to this event. Additional info is being sought from the hospital.